Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer¿s blood glucose level was 197, 236 and 298 mg/dl at different time. The customer feels low after swimming. The customer did not provide any symptoms regarding low blood glucose. Customer stated that the product not adhering. The insulin pump was not returned for analysis.